Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The patient remained on lvad support until the patient expired on (B)(6) 2016. A correlation between the device and the reported event could not be conclusively determined. The instructions for use outlines considerations for pump placement in relation to bowel adhesions and driveline tunneling and placement with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a procedure at an unspecified date in (B)(6) 2015, to correct an ileus and was found to have adhesions around the small bowel that were associated with the driveline. The patient was later admitted at an unspecified date in (B)(6) 2015 for erosive gastritis, and during the admission it was reported that the driveline exit site still had some serous drainage. It was also reported that the patient was "stable overall". The event date of (B)(6) 2015 was an estimated date and represents the date the patient underwent a procedure to correct an ileus and the date adhesions were found around the small bowel.